Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw was found to be broken from the mid-shaft region. A few threads were found to be deformed around the nail contact region, indicating towards high compressive load. Presence of very slight lines of rest and a smooth topography followed by a residual fracture zone indicates the fracture to be in a fatigue manner due to high cyclic loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and the available information, the root cause of the issue is deemed to be patient related. Severe material deformation of the lateral and medial edges of the proximal hole and occurrence of a fatigue fracture indicates towards a potential overloading of the whole construct, ultimately leading to breakage of the nail as well as the distal locking screw. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a gamma nail broken and had to be explanted. Upon product return, one locking screw was found broken.